Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have woken up with blood glucose of 398 mg/dl which rose to 517 mg/dl after a bolus delivery. Customer was not able to lower blood glucose. Customer was taken to emergency room on (B)(6) 2016 with blood glucose of 517 mg/dl. Customer was admitted in the morning and was released in the evening. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer called back when in receipt of tubing clamp and insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.